Event description:
As reported by the discover study, this patient died and details regarding the death are not available.

Manufacturer narrative:
This patient presented to cardiac cath urgently with acute myocardial infarction with shock, non-st elevation, 31% lv ejection fraction and 2-vessel disease was found. Pre-procedure medications included aspirin, beta-blockers, statins and ace inhibitors. Intra-procedure medications included aspirin, beta-blockers, planned gp iib/iiia inhibitors, plavix and unfractionated heparin. Percutaneous coronary intervention (pci) was first performed on a 90% de novo lesion in the proximal left anterior descending artery (lad) of 15mm in length in a 3.0mm vessel diameter. There was little to no calcification present. Direct stenting was performed with a 3.0x23mm cypher at unknown inflation pressure. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Pci was performed next on an 85% de novo lesion in the mid lad of 12mm in length in a 2.5mm vessel diameter. There was little to no calcification present. Direct stenting was performed with a 2.5x18mm cypher stent at unknown inflation pressure. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Post-procedure medications included aspirin, beta-blockers, statins, plavix and ace inhibitors. There were no procedural complications and the patient was discharged five days later. The patient is reported to have died at some point following the procedure. Details regarding the cause of death are not known. This represents notification of two unknown cypher stents. The products are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.